Manufacturer narrative:
Clinical investigation: this event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the device and the event. There is no history of malfunction or the product being out of specifications. Peritonitis is a known risk for pd, usually the result of a breach in aseptic technique. It is documented in the patient's medical record that he was non-complaint with aseptic technique while performing his pd treatments.

Event description:
On (B)(6) 2013, peritoneal dialysis registered nurse (pdrn) noted that the patient had a cloudy effluent and complained of abdominal pain. On (B)(6) 2013, the patient was treated with vancomycin 1g intravenously (IV) every 3 days for 3 weeks. On (B)(6) 2013, the patient's effluent remained clear and there was no fibrin.